Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01964, 0002648920-2022-00152, 0001822565-2022-01965, 0001822565-2022-01966, and 0001822565-2022-01971. Medical devices: distal femoral component size b right catalog#: 00585001202 lot#: 61872518. Stem extension straight 15mm dia x 30mm length (combined length 75mm) catalog#: 00598801215 lot#: 61862829. Tibial component precoat size 3 catalog#: 00588000300 lot#: 61854968. Variable stiffness stem ext. Straight precoat 13 mm diameter 130 mm length catalog#: 00585207013 lot#: 00112402. Stem collar 30 mm o.d. Catalog#: 00585204030 lot#: 61858332. Polyethylene insert size b catalog#: 00585001295 lot#: 61884311. Articular surface with segmental hinge post size b 12 mm height catalog#: 00585002012 lot#: 61799690. Headed screw 48 mm length catalog#: 00579104100 lot#: 61834171. Headed screw 48 mm length catalog#: 00579104100 lot#: 61854108. Headless screw 48 mm length catalog#: 00579104200 lot#: 61834167. Headless screw 48 mm length catalog#: 00579104200 lot#: 61839232. Foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right knee revision approximately ten years post-implantation due to loosening.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: long stem femoral component hinged knee arthroplasty with cortical thickening at the mid femoral diaphysis which could indicate loosening. No fracture. Overall fit is within normal limits. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.